Event description:
Reportedly, it was not possible to repair with the monitor system. Attempts to perform an initiated transmission report showed flashing red lights in the system. Investigations are required.

Event description:
Reportedly, it was not possible to repair with the monitor system. Attempts to perform an initiated transmission report showed flashing red lights in the system. Investigations are required.